Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Additional findings included travel coarse error, check clutch/plunger. This was determined to be a reportable issue. Probable cause due to device aging and normal material characteristics. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a cracked case. Upon physical inspection, a travel coarse error, check clutch/plunger level was identified. There was no patient involvement or injury reported.